Event description:
(B)(6) registry (pt (B)(6)): ae #1: pancreatitis. A (B)(6) female presented for intervention on (B)(6) 2009 with limb ischemia of the right lower extremity. Medical history included peripheral arterial disease, controlled hypertension, hyperlipidemia, and previous interventions of the same limb in (B)(6) 2008. Initial angiogram indicated complete occlusion of the right superficial femoral, posterior tibial, and peroneal arteries, substantial occlusion of the popliteal artery and partial occlusion of the common iliac. The pt underwent a filter placement pps + thrombectomy, balloon angioplasty x2, and stent placement x2. During the pps, the pt received 10 mg of rt-pa added to 50cc ns with a xpeedior catheter and a wait time of 15 minutes. The total volume infused for the pps was 50 ml and an add'l 50 ml for the thrombectomy. Final angiogram indicated partial occlusion of the common iliac and peroneal arteries with patency in all other vessels. Total contrast used for the procedure was 131 ml. On (B)(6) 2009, the pt experienced pancreatitis which resulted in a prolonged hospitalization and was treated with IV hydration and IV impienem. The physician documented that the event was "not related" to other device, "possible related" to drug and "probably" related to the angiojet procedure with the belief that the event was due to the lysis. By discharge on (B)(6) 2009, the event was considered resolved.

Manufacturer narrative:
Event consists of pt having pancreatitis one day post angiojet treatment. The pt is (B)(6) female with a history of peripheral arterial disease, controlled hypertension, hyperlipidemia, and previous interventions of the same limb in (B)(6) 2008. The pt presented with limb ischemia of the right lower extremity. The initial angiogram indicated complete occlusion of the right superficial femoral, posterior tibial, and peroneal arteries, substantial occlusion of the popliteal artery and partial occlusion of the common iliac. The pt underwent a filter placement, power pulse spray plus angiojet thrombectomy, balloon angioplasty x2, and stent placement x2. During power pulse spray the pt received 10 mg of rt-pa added to 50cc normal saline with the angiojet device and a wait time of 15 minutes. The total volume infused for the power pulse spray was 50ml and an additional 50ml for the angioject thrombectomy. Final angiogram indicated partial occlusion of the common iliac and peroneal arteries with patency in all other vessels. Total contrast used for the procedure was 131 ml. One day post angiojet therapy the pt experienced pancreatitis which resulted in a prolonged hospitalization and was treated with IV hydration and IV impienem. The physician documented that the event was probably related to the angiojet device and procedure with the belief that the event was due to lysis. Nine days post angiojet therapy, the pt was discharged and the event was considered resolved. The IFU warns, "large thrombus burdens in peripheral veins and other vessels may result in significant hemoglobinemia which should be monitored for possible renal, pancreatic, or other adverse events." Since the attending physician determined this event was probably related to the angioject device and procedure, this is considered a reportable event. This is a (B)(6) adverse event; (B)(6) events are routinely tracked in the complaint system.